Event description:
Complaint # (B)(4). Per additional information received, the patient has experienced vaginal and pelvic pain, severe rectal pain, frequent urinary tract and vaginal infections, vaginal bleeding, discharge, reoccurrence of prolapse, inability to control bladder and bowels, and excruciating pain during intercourse.

Event description:
Per additional information received, the patient has experienced vaginal vault prolapse, cystocele/enterocele/rectocele, blood loss, exposed mesh, adhesions, right tube/peritoneal cysts, graft no longer attached to sacrum, scarring and nonsurgical and additional surgical interventions.

Manufacturer narrative:
H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported by the patient¿s attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment. Product was used for therapeutic treatment. Per additional information received, the patient has experienced vaginal and pelvic pain, severe rectal pain, frequent urinary tract and vaginal infections, vaginal bleeding, discharge, reoccurrence of prolapse, inability to control bladder and bowels, and excruciating pain during intercourse. Per additional information received, the patient has experienced vaginal vault prolapse, cystocele/enterocele/rectocele, blood loss, exposed mesh, adhesions, right tube/peritoneal cysts, graft no longer attached to sacrum, scarring and nonsurgical and additional surgical interventions.

Manufacturer narrative:
The reported product number is imported into the united states by bard; however, the product is manufactured by an outside OEM, tissue science laboratories. Therefore, no investigation will be required by bard. This MDR is for a pelvicol product that is no longer made. This supplemental is being submitted based on a request dated (B)(6) 2025. This record is follow-up (2) for record 1018233-2012-01384. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability and impairment.